Event description:
It was reported that during an initial shoulder procedure, during the implantation of the humeral stem, when impacting a 12 mm preserve stem down, they ended up causing a small crack in the humorous. The crack was repaired, and they used a cable around the humorous. The implant was found to be fully stable. This caused a 10-15 minute delay, but the rep did not believe there we any negative impacts to the patient. Device return is not applicable. No further information.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: b, c, d, e, f, g. The reason for the intraoperative bone fracture reported cannot be conclusively determined but may be related to a patient condition or high forces during broaching, reaming, exposure, or retraction. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.